Manufacturer narrative:
Follow-up #1; date of submission 10/28/2016. The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings. Battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. Unable to attach download files/power on pump due to moisture in battery compartment. Rust/corrosion in battery compartment. Leak test failed due to battery compartment leak. Opened pump; no further evidence of mositure internally. This complaint is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner¿s booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner¿s booklet further instructs the user to contact animas is pump damage is suspected or has been identified.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.